Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2011 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available, the customer elected to replace the video baton. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the screen would go blank. The customer indicated that wiggling the video baton cable would produce an image. The procedure was completed using the video baton, despite the reported image issue. The customer inspected the device after the procedure and it was found that the cable had exposed wires near the connector. No harm to the patient or user was reported.